Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Additional related observations: the instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Pieces measuring proximately 8,1mm x 7,5mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was found to have also all grip and pitch cables broken at the transition from main tube to proximal clevis. The cables were fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the cadiere forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clamp had an axle defect. The noble part of the instrument was perpendicular to the instrument. It was seen that this defect was the consequence of the breakage of the clamp. It was not possible to realign it. Removing it was impossible because the clamp was bent and thus prevented it from coming out of the 8mm trocar. The removal of the trocar at the same time as the removal of the forceps then allowed the damaged dm to be evacuated. The pliers have a very damaged black sheath, as if "chewed". Exploration of the patient's abdominal cavity to check that no plastic or metal debris has come off. The customer changed the forceps delaying the procedure. The procedure was completed with no reported injury.